Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device failed return electrode monitor (rem) test wherein the green light remained when it should not occur and would not calibrate. There was no patient involvement.